Event description:
Reportable based on device analysis completed on 25-sep-2018. A 035/260/3mm amplatz super stiff guide wire was received with no reported issues. However, upon review of this device, the core wire was found protruded.  The unit was returned and has distal tip damaged, as part of overall visual revision. The device presents its coil elongated and bent on the distal section. Moreover, the core wire is kink on its distal section. The distal tip, middle of the device and the proximal section are within specifications.

Event description:
Reportable based on device analysis completed on 25-sep-2018. A 035/260/3mm amplatz super stiff guide wire was received with no reported issues. However, upon review of this device, the core wire was found protruded.  The unit was returned and has distal tip damaged, as part of overall visual revision. The device presents its coil elongated and bent on the distal section. Moreover, the core wire is kink on its distal section. The distal tip, middle of the device and the proximal section are within specifications. It was further reported that the guidewire was damaged upon removing from the package during preparation for a pulmonary angiography. The procedure was completed with another of the same device. There were no patient complications reported since the device was not used inside the patient. The patient's status was stable.